Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter was giving unspecified error messages. The pt reported no symptoms of high or low blood glucose levels, nor any medical attention. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied medical attention. However, as the meter was giving unspecified error messages, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.